Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on october 8 2016 at 05:59pm he obtained results of 456, 288, 180 and 177mg/dl on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that 5 hours after the issue occurred he developed symptoms of shaky, blurred vision and was soaking wet however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient had followed the correct testing procedure and used an approved sample site. Product was replaced and requested back for evaluation. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.